Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that prior to explant, an increase in threshold was observed.

Event description:
It was reported that high pacing lead impedance was observed. The lead was explanted and replaced. During explant, an insulation anomaly was noted in the device pocket.

Manufacturer narrative:
A partial lead was returned in multiple segments for analysis. External insulation abrasion was noted at 39.4-39.7cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4): device evaluation anticipated, but not yet begun.